Event description:
Revision surgery - the pt had the original surgery done in 2009 with no problems. Recently, the pt fell and broke the proximal humerus, loosening the implant, resulting in the surgeon's need to replace the implant with a longer stem. The surgeon replaced the glenosphere with a 40 mm stem with a 6 long stem and added a +12 socket with a semi-constrained liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken humerus after approximately three years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records could not be performed due to missing lot information. A review of the product complaint report history shows this is the 20th complaint for this part number: seven due to trauma, three for infection, two stability/poor joint issues, two for device loosening, two for marking errors, one fixation, one for limited range of motion, and one due to dislocation. The root cause for the broken humerus was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.